Event description:
It is reported that the pt experienced a fracture of the femoral neck.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: primary operative notes were provided which were unremarkable, besides the fact that it was noted that the surgery was made technically more difficult due to the pt's morbid obesity. Revision operative notes were provided which stated that the fracture was reduced with cerclage wires and the femur was reamed for a size 12 porous coated femoral stem. A third wire was placed more distally to reduce all fracture displacement. X-rays were not returned for assessment. It is unknown if any unreported traumatic event led to the event described. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.